Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The device was connected to the pt with a defib adapter and disposable defibrillation/ECG electrodes. According to the rptr, when the charge button was pressed, the device did not complete the charge and no alarms were heard or observed. Device power was cycled and proper operation was subsequently observed. The pt was not resuscitated. The rptr indicated the alleged device malfunction did not contribute to the pt's death because of the pt's lack of viability and the insignificant delay of treatment.